Event description:
It was reported via repair work order that the head end brakes could not hold due to a missing pin and rue clip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.